Event description:
It was reported that the user elected to discontinue the ilet due to perceived functionality concerns, including wide glucose variability, slower-than-expected corrections, increased average glucose, reduced time in range, inability to adjust basal for exercise, and difficulty manipulating the luer connector due to arthritis, and returned to a different insulin pump; no device-specific component implicated and no device malfunction details were identified. Symptoms included episodes of hypoglycemia and hyperglycemia. Outcomes included insufficient information regarding clinical impact. Investigation included communication with the user and analysis of information provided by the user and field team. Investigation of this case revealed no specific device findings and insufficient information to identify a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.